Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lung tissue for resection on a thorascopic lung resection laparoscopic procedure, the stapler was not able to fire and jaws of the device did not lock on tissue. Staples did not fire at all so they used another reload on the stapler which worked in order to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.